Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit can not be turned on and the new power supply is not working , this is an out of box failure. There is no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Engineer has called and informed that new power supply is not working , unit can not be turned on with this power supply . This is an oob failure . The defective components were received for further investigation. Please refer to the root cause evaluation field for details. Power supply would not power on. Fat was able to verify the reported issue. The failure analysis and testing dept. Received the part with a reported unit failure of not powering on. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. Power supply would not power on. Fat was able to verify the reported issue. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.